Event description:
It was reported that a pt underwent a balloon kyphoplasty procedure on (B)(6) 2010. Postoperatively, the pt reported having "extreme pain in his buttocks, hips and rear-end" and that the "pain is worse than preoperatively." It was noted that the physician had suggested the pt take pain pills. No additional info was reported.

Manufacturer narrative:
Device not returned; followed up with company representative.